Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported the display of the pump is defective. Patient stated the display does not show the top part of the characters. No adverse event reported. Requested return of the alleged pump for evaluation.